Event description:
Surgical sponges were frayed out of the package. The sponge fragments were coming off into the pacemaker pocket. Pacemaker pocket was vigorously flushed to remove sponge fragments. FDA safety report ID# (B)(4).